Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. The ECG electrodes were found to be non-functional. Upon investigation, the ECG cable was pulled internally, severing all wires. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.